Event description:
Catheter separated from the hub.

Manufacturer narrative:
The complaint is inconclusive since the returned product was unused. No damage or manufacturing defects were noted on the 2 fr s/l per-q-cath PICC. A chr of lot #rerj0345 showed one other similar product complaint(s) from this lot.